Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to a defective y100 oscillator on the computer/analog board. The oscillator was not producing any output. The root cause for the defective oscillator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn 07113854 and reported that the monitor would not power on.